Manufacturer narrative:
No conclusion can be drawn as repair info was not reported.

Event description:
The customer reported that the system would not perform fluoroscopy. This resulted a total loss of imaging functionality. There is no report of injury or death associated with this event.